Event description:
An ophthalmic surgeon reported that poor aspiration occurred during irrigation/aspiration (I/a). They checked the handpiece test and a system message was displayed and irrigation did not flow. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).